Event description:
Information was received from the manufacturer¿s representative regarding a patient. It was reported that high impedances were seen (all contacts in the 8,000 ohms range) out of the box. There were no reported environmental/external/patient factors that may have led to the issue. A new lead was then opened and implanted. The issue was reported as resolved at the time of report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.